Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
An evaluation of the foot pedal was conducted at the time of the event. The foot pedal was confirmed to function correctly. The settings on the stellaris system were also confirmed. The observation at the time of the event was that the surgeon was using the foot pedal incorrectly and there was no fault with the equipment. The device history was reviewed and found to meet manufacturing specification. Further investigation underway.

Event description:
The user facility in the (B)(6) reported during a routine phaco procedure the posterior capsule was ruptured. An anterior vitrectomy was performed and a lens was inserted. The lens was then removed as the surgeon was not satisfied with the outcome. During surgery and close to the time of the posterior capsule rupture the surgeon asked where the reflux control was on the foot pedal. The surgeon was observed attempting to use the right yaw of the foot pedal to access reflux. The surgeon was advised to use the left yaw to access the reflux function.